Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open reduction and internal fixation c6-7 fracture with optical tracking, the two skin staplers did not fire when triggered, then the magazine fell out/became detached from the staple gun. The devices were removed to resolve the issue. There was no patient injury.